Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the buttons on the keypad were sticking (tactile changes/unresponsive). This issue is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/14/2013 with the following findings: the keypad is peeling at the contrast button. The up button has an intermittent response. The down, ok, and contrast buttons respond properly. Contamination was found under the up, down, and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.